Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. The estimate is temporarily low because the device does not have an accurate estimation of the shelf storage time which was reset during a second occurrence of the post sterilization test. There is no issue with the device and the low estimate will recover. (B)(4).

Event description:
It was reported that a longevity estimate was run after implant of the implantable pulse generator (ipg) and it showed three years. When the calculation was run again, it showed twelve years. It was later discovered that one of the timers used by the longevity estimator had been reset and the device "thinks" it was on the shelf for only one month when in reality it was closer to a year. It was noted that the low longevity is temporary and should soon recover. The device remains in use. No patient complications have been reported as a result of this event.